Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer awoke with a high blood glucose of 412 mg/dl. Troubleshooting for her high blood glucose was declined and customer stated she would change out the set. Nothing further reported.